Event description:
Reportable based on device analysis completed on 29may2026. It was reported that the device failed to prime and catheter hole occurred. The target lesion was located in deep vein thrombosis (dvt) in the lower extremity (le). An angiojet solent dista was selected for use in a thrombectomy procedure. During the procedure, it was noted that the device failed to prime and there was a hole in the catheter. The procedure was completed with the original device. There were no patient complications as a result of this event. However, returned device analysis revealed a hypotube separation.

Manufacturer narrative:
D2b: pro code (product code): dxe, kra. Investigation results: device evaluated by MFR: the angiojet solent dista device was returned to our post market quality assurance laboratory. Visual inspection of the returned device revealed several shaft kinks and visible hypotube separation within a shaft kink at 23.6cm from the tip. The device was not able to prime and issued an under-pressure "check saline supply" error. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the angiojet solent dista device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. Based on the investigation of this complaint, the returned device was not able to be primed due to the hypotube damage within the shaft. The nature of this damage being within a shaft kink along with the passing DHR review suggests that the device was inadvertently damaged by the user during unpacking or preparation resulting in the reported and observed priming failure.